Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device did not power on with button press, strip insertion, or cable insertion. Due to this, customer was unable to monitor glucose and experienced symptoms of hypoglycemia including dizziness and loss of consciousness. The customer was taken to the hospital where a laboratory result of 64 mg/dl was obtained and customer was provided unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader turns on with the button press. Therefore, issue is not confirmed. No malfunction or product deficiency was identified. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device did not power on with button press, strip insertion, or cable insertion. Due to this, customer was unable to monitor glucose and experienced symptoms of hypoglycemia including dizziness and loss of consciousness. The customer was taken to the hospital where a laboratory result of 64 mg/dl was obtained and customer was provided unspecified treatment. There was no report of death or permanent injury associated with this event.